Event description:
Related manufacturer reference number: 2017865-2022-13570. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the atrial (ra) lead. During the lead extraction loss of capture on the right ventricle (rv) lead. The physician elected to explant and replace both the ra and rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise oversensing was confirmed. As received, a complete lead was returned in one piece. Final analysis found that the insulation was abraded at 46.2 ¿ 46.3 and 47.5 ¿ 47.8 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.